Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: while running test on the pump customer noticed that pump was overinfusing - no patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples of logs for review were provided from the facility for investigation, due to this a thorough investigation could not be performed. Threfore issues reported could not be confirmed.